Event description:
It was reported that during a replacement procedure for an implantable cardioverter defibrillator (ICD), this right ventricular lead (rv) exhibited high out of range pacing impedance measurements. Power sources were turned off to determine if the issue could have been related to electromagnetic interference, but these did not resolve the issue. An attempt was also made to reconnect this lead to the ICD being replaced, but the out of range measurements persisted. This lead was surgically abandoned and successfully replaced. It is suspected this lead suffered insulation damage during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Field updates: b5, h6 evaluation method codes, h6 evaluation result codes, h6 evaluation conclusion codes.

Event description:
It was reported that that during a replacement procedure for an implantable cardioverter defibrillator (ICD), this right ventricular lead (rv) exhibited high out of range pacing impedance measurements. Power sources were turned off to determine if the issue could have been related to electromagnetic interference, but these did not resolve the issue.this lead was surgically abandoned and successfully replaced. It is suspected this lead suffered insulation damage during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Fields updated for this supplemental report: b2, e1 (initial reporter phone), h6 impact codes.

Event description:
It was reported that during a replacement procedure for an implantable cardioverter defibrillator (ICD), this right ventricular lead (rv) exhibited high out of range pacing impedance measurements. Power sources were turned off to determine if the issue could have been related to electromagnetic interference, but these did not resolve the issue. This lead was surgically abandoned and successfully replaced. It is suspected this lead suffered insulation damage during the procedure. No additional adverse patient effects were reported.